Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 180 mg/dl. In addition, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was using fiasp insulin. Tandem technical support educated customer on insulin labeling. Customer changed cartridge to address issue. Reportedly, the customer continued to use the pump for insulin therapy.